Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure there was blood in co2 part of the instrument and was unable to regulate pressure properly. The surgery was completed successfully with no impact to the patient. An uf/importer report (B)(4) was received on 4/6/2022. Product was changed out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 22, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A retention sample from the same lot number was obtained. An insufflation test was conducted on a retention sample by connecting a syringe to the luer connector and no anomalies were found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.